Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the user received a "vent restarted message" on the screen. There was no injury to the patient.

Event description:
It was reported the user received a "vent restarted message" on the screen. There was no injury to the patient.

Manufacturer narrative:
The affected device was checked by dräger service onsite and the log file was provided for the investigation. Based on the log entries the event could not be confirmed as not restart occurred on the reported date of event (B)(6), 2018. However, it could be determined that the ventilation unit performed three individual warmstarts on september 17th, 18th and 19th. The warmstarts were triggered by device in reaction to a detected time-out in the software task processing. During each event the ventilation was automatically resumed with the latest settings after successful completion of the warm start procedure. Based on the log entries the pcb m16.2 was determined to be a possible cause. The pcb was replaced and tested by the manufacturer. During testing it was found to be within specification. Consequently, a definite root cause could not be determined. The device reacted as specified to a detected deviation by initiating a warmstart in order to reset the system to a specified state. The warmstart sequence takes up to a maximum of 8 seconds and during this time the device generates an alarm and the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warmstart, the ventilation unit will resume the ventilation with the latest settings. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.